Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure, the patients right ventricular (rv) lead insulation was accidentally cut during dissection. The proximal portion of the lead was cut and capped. A new rv lead was placed without incident. No patient complications have been reported as a result of this event.